Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 17-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("constrictive pain in the pelvis,") in a 48 year-old female patient who had essure inserted (lot no. C68121) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2024, 3333 days after essure insertion, she experienced heavy menstrual bleeding ("heavy periods"). On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("muscle and joint pain throughout the body"), dermatitis allergic ("skin allergy"), oedema ("oedema") and dry eye ("dry eyes"). The patient was treated with cortisone (cortisone acetate) and opioids (unknown). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, arthralgia, dermatitis allergic, oedema, pelvic pain or dry eye. The reporter commented: on medical leave because she cannot drive or walk normally. Needs to lie down very frequently to alleviate the pain, on cortisone and an opioid which do nothing. Considering removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-may-2024. The most recent information was received on 29-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("constrictive pain in the pelvis,") in a 48 year-old female patient who had essure inserted (lot no. C68121) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2024, 3333 days after essure insertion, she experienced heavy menstrual bleeding ("heavy periods"). On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("muscle and joint pain throughout the body"), dermatitis allergic ("skin allergy"), oedema ("oedema") and dry eye ("dry eyes"). The patient was treated with cortisone (cortisone acetate) and opioids (unknown). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, arthralgia, dermatitis allergic, oedema, pelvic pain or dry eye. The reporter commented: on medical leave because she cannot drive or walk normally. Needs to lie down very frequently to alleviate the pain, on cortisone and an opioid which do nothing. Considering removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Batch no.: c68121. Production date: 2014-06-19. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-may-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.